Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation.

Event description:
A report was received that a patient had his precision system explanted. The implanting physician has no information regarding the explant.